Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction for the reported event would likely be due to damage on the air/ water tube, water tightness was lost, and reprocessing of the device was not conducted properly. The event can be detected and prevented by following the instructions for use: pcf-190 series operation manual chapter 3 preparation and inspection. Pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material inside the light guide lens. There were no reports of patient involvement.